Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the connection between the needle are leaking. The following information was provided by the initial reporter. The customer stated: "check that the connection between the needle plug and the needle holder is bleeding, pull out the needle and find that the connection is broken in the needle holder."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode luer breakage / leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the connection between the needle are leaking. The following information was provided by the initial reporter. The customer stated: "check that the connection between the needle plug and the needle holder is bleeding, pull out the needle and find that the connection is broken in the needle holder."